Manufacturer narrative:
(B)(4). Concomitant medical products: 115370, comp rvs tray co 44mm, lot# 161290. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05148. Remains implanted.

Event description:
It was reported that during surgery the surgeon had problems fitting the polyethylene insert into the humeral plate. After multiple attempts the insert was hammered inside so that the products fit together. No further information is available at this time.

Event description:
No additional information reported.

Manufacturer narrative:
Reported event could not be confirmed; visual and dimensional evaluations could not be performed as no product was returned or pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.